Event description:
It was reported that unspecified bd infusion set tube was defective the following information was received by the initial reporter with the following verbatim: today during a planning call for a clinical visit with the customer they had told me the following: while a patient was being transferred from one bed to another the IV tubing wasn't long enough, so the nursing staff had to remove the pumping segment from the pump module. After they removed the primary set from the pump module, they moved the patient to the new bed. In the process of sliding the patient over the slide clamp on the pumping segment was disengage allowing free flow and the medication (lasix) bolus at a free flow. The patient received about half of the bag of medication. The customer said the patient wasn't harmed.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed